Manufacturer narrative:
Follow-up received on 24-aug-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abnormal, heavy bleeding (interpreted as genital bleeding), and severe pelvic pain. She underwent a bilateral salpingectomy approximately one year after essure insertion. One month later, she underwent a total hysterectomy to remove one of the essure devices that had migrated into her uterus. These events are listed in the reference safety information for essure. After essure insertion, pelvic pain, genital bleeding and menses pattern changes may occur. In the present case, consumer started experiencing abnormal, heavy bleeding and severe pelvic pain shortly after essure insertion. Given the positive temporal relationship, nature of the reported events and lack of alternative explanation, a causal relationship between these events and essure cannot be excluded. Also, during essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, one of the essure devices had migrated into her uterus. The exact date of this event was unknown. Given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 29-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed on or about (B)(6) 2014 for permanent birth control. On (B)(6) 2014, she underwent the essure procedure. Shortly after the implant in (B)(6) 2014, she began experiencing weight fluctuations; headaches; extreme bouts of fatigue; vaginal discharge and infection; pain during intercourse; severe, abnormal menstruation pain; abnormal, heavy bleeding; prolonged, abnormal menses; severe abdominal and pelvic pain (not just during menstruation); severe, abdominal cramping (not just during menstruation); and a metallic taste in her mouth. On (B)(6) 2414, plaintiff underwent a hysterosalpingogram (hsg) test which confirmed full occlusion her fallopian tubes. In (B)(6) of 2014, plaintiff searched online about the symptoms she was experiencing and realized that her symptoms may be related to essure. In (B)(6) 2015, she began to experience hair loss and, two months later, she began to experience severe back pain. Plaintiff complained about these symptoms to many physicians and states that she was forced to miss days of work due to the severity of the above mentioned symptoms. In fall 2015, plaintiff discussed with her physician the possibility of removing the essure by means of a hysterectomy and/or bilateral salpingectomy. On (B)(6) 2015, she underwent a bilateral salpingectomy and she was forced to miss a week of work to recover from surgery. On (B)(6) 2015, she underwent a total hysterectomy to remove one of the essure devices that had migrated into her uterus and was, again, forced to miss work, this time two full months, in order to recover from the serious and invasive surgery. Since the removal surgery, she has been mostly symptom-free, though she still experiences some cramping. She has also developed trouble holding her bladder as well as several urinary tract infections. Physician indicated that the urinary tract infections and other bladder issues could be related to the total hysterectomy. Company causality comment:this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abnormal, heavy bleeding (interpreted as genital bleeding), and severe pelvic pain. She underwent a bilateral salpingectomy approximately one year after essure insertion. One month later, she underwent a total hysterectomy to remove one of the essure devices that had migrated into her uterus. These events are listed in the reference safety information for essure. After essure insertion, pelvic pain, genital bleeding and menses pattern changes may occur. In the present case, consumer started experiencing abnormal, heavy bleeding and severe pelvic pain shortly after essure insertion. Given the positive temporal relationship, nature of the reported events and lack of alternative explanation, a causal relationship between these events and essure cannot be excluded. Also, during essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, one of the essure devices had migrated into her uterus. The exact date of this event was unknown. Given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device / malposition of the essure device"), pelvic pain ("severe pelvic pain / pain"), device expulsion ("one of the essure devices had migrated into her uterus / migration of essure device into endometrial cavity") and genital haemorrhage ("abnormal, heavy bleeding") in a 32-year-old female patient who had essure (batch no. B30427) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: sprinted from 1999 to (B)(6) 2014. Concomitant products included ibuprofen from (B)(6) 2014 to (B)(6) 2015, medroxyprogesterone (depo provera) from (B)(6) 2014 to (B)(6) 2014, oxycocet (percocet) from (B)(6) 2014 to (B)(6) 2015 and sufentanil citrate (sufentanil narco-med) since (B)(6) 2015. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, weight fluctuation ("weight fluctuations"), headache ("headaches"), menstrual disorder ("abnormal menses"), abdominal pain ("severe abdominal pain / severe, abdominal cramping") and dysgeusia ("metallic taste in her mouth"). On 16-jun-2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses / abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("severe, abnormal menstruation pain / dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced fatigue ("extreme bouts of fatigue /fatigue"). On (B)(6) 2014, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2014, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced infection ("infection"). In august 2015, the patient experienced back pain ("severe back pain"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), urinary tract infection ("several urinary tract infections"), urinary incontinence ("trouble holding her bladder"), ovarian cyst ("ovarian cysts") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy on (B)(6) 2015 and bilateral salpingectomy on oct-2015), surgery (hysterectomy on (B)(6) 2015 and bilateral salpingectomy on oct-2015) and surgery (hysterectomy on (B)(6) 2015 and bilateral salpingectomy on oct-2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, urinary tract infection, urinary incontinence, vaginal haemorrhage, bladder disorder, urinary tract disorder, endometriosis, ovarian cyst, infection, weight increased, weight decreased and abdominal pain lower outcome was unknown, the pelvic pain, device expulsion, genital haemorrhage, vaginal infection, weight fluctuation, headache, fatigue, dyspareunia, dysmenorrhoea, menorrhagia, menstrual disorder, dysgeusia, alopecia and back pain had resolved and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: after having tubes removed in (B)(6) 2014, symptoms got better but only briefly; had to return to provider for hysterectomy (B)(6) 2015 ,still experiencing mild complication. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95 kgs. On (B)(6) 2014, hysterosalpingogram test showed, left fallopian tube is occluded. Right essure coil is not properly positioned and the right fallopian tube is not occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (vaginal), bladder problems or changes, urinary problems or changes, endometriosis, ovarian cysts, infection (other), weight gain, weight loss, lower abdomen pain, migration of the essure device / malposition of the essure device " were added. Lot number was added. New reporter were added. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of the essure device :/ malposition of the essure device:right essure coil migrated into the endometrial cavity/perforation (uterus)"), pelvic pain ("severe pelvic pain / pain"), uterine infection ("migration of essure device into endometrial cavity, resulting in debris-causing infection") and genital haemorrhage ("abnormal, heavy bleeding") in a 32-year-old female patient who had essure (batch no. B30427) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: sprintec from 1999 to (B)(6) 2014. Concurrent conditions included abdominal distension, nausea, abdominal distension, vomiting, endometriosis and obesity. Concomitant products included oral contraceptive nos for contraception as well as ibuprofen from (B)(6) 2014 to (B)(6) 2015, medroxyprogesterone (depo provera) from (B)(6) 2014, oxycocet (percocet) from (B)(6) 2014 to (B)(6) 2015 and sufentanil citrate (sufentanil narco-med) since (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, weight fluctuation ("weight fluctuations"), headache ("headaches"), menstrual disorder ("abnormal menses"), abdominal pain ("severe abdominal pain / severe, abdominal cramping") and dysgeusia ("metallic taste in her mouth"). On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses / abnormal bleeding(menorrhagia)/period was heavy") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("severe, abnormal menstruation pain / dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced fatigue ("extreme bouts of fatigue /fatigue"). On (B)(6) 2014, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2014, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced uterine infection (seriousness criteria hospitalization and intervention required). In (B)(6) 2015, the patient experienced back pain ("severe back pain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced urinary tract infection ("several urinary tract infections"), urinary incontinence ("trouble holding her bladder"), ovarian cyst ("ovarian cysts/golf ball sized cyst on the other ovary/cyst in both ovary"), abdominal pain lower ("lower abdomen pain") and hypersensitivity ("allergic reaction/im allergic to it"). The patient was treated with surgery (hysterectomy on (B)(6) 2015 and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, uterine infection, urinary tract infection, urinary incontinence, vaginal haemorrhage, bladder disorder, urinary tract disorder, endometriosis, ovarian cyst, weight increased, weight decreased, abdominal pain lower and hypersensitivity outcome was unknown, the pelvic pain, genital haemorrhage, vaginal infection, weight fluctuation, headache, fatigue, dyspareunia, dysmenorrhoea, menorrhagia, menstrual disorder, dysgeusia, alopecia and back pain had resolved and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, urinary incontinence, urinary tract disorder, urinary tract infection, uterine infection, uterine perforation, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: after having tubes removed in (B)(6) 2014, symptoms got better but only briefly; had to return to provider for hysterectomy (B)(6) 2015 ,still experiencing mild complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.4 kg/sqm. On (B)(6) 2014, hysterosalpingogram test showed, left fallopian tube is occluded. Right essure coil is not properly positioned and the right fallopian tube is not occluded. The essure coil on the right malposition. It is not within the fallopian tube. It projects over the uterus and may be posterior or anterior to it. This suggest there may have been perforation with migration. The exact location is not clear. The right fallopian tube is not occluded. Patient's current weight: 220.00 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2018: pfs received. Reporter information added. Added event debris-causing infection and ensuing hospitalization, perforation(uterus). Updated onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device / malposition of the essure device"), pelvic pain ("severe pelvic pain / pain"), device expulsion ("one of the essure devices had migrated into her uterus / migration of essure device into endometrial cavity") and genital haemorrhage ("abnormal, heavy bleeding") in a 32-year-old female patient who had essure (batch no. B30427) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: sprintec from 1999 to (B)(6) 2014. Concurrent conditions included abdominal distension, nausea, abdominal distension, vomiting and endometriosis. Concomitant products included oral contraceptive nos for contraception as well as ibuprofen from (B)(6) 2014 to (B)(6) 2015, medroxyprogesterone (depo provera) from (B)(6) 2014, oxycocet (percocet) from (B)(6) 2014 to (B)(6) 2015 and sufentanil citrate (sufentanil narco-med) since (B)(6) 2015. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, weight fluctuation ("weight fluctuations"), headache ("headaches"), menstrual disorder ("abnormal menses"), abdominal pain ("severe abdominal pain / severe, abdominal cramping") and dysgeusia ("metallic taste in her mouth"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses / abnormal bleeding(menorrhagia)/period was heavy") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("severe, abnormal menstruation pain / dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced fatigue ("extreme bouts of fatigue /fatigue"). On (B)(6) 2014, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2014, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced infection ("infection"). In (B)(6) 2015, the patient experienced back pain ("severe back pain"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), urinary tract infection ("several urinary tract infections"), urinary incontinence ("trouble holding her bladder"), ovarian cyst ("ovarian cysts/golf ball sized cyst on the other ovary/cyst in both ovary"), abdominal pain lower ("lower abdomen pain") and hypersensitivity ("allergic reaction/im allergic to it"). The patient was treated with surgery (hysterectomy on (B)(6) 2015 and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, urinary tract infection, urinary incontinence, vaginal haemorrhage, bladder disorder, urinary tract disorder, endometriosis, ovarian cyst, infection, weight increased, weight decreased, abdominal pain lower and hypersensitivity outcome was unknown, the pelvic pain, device expulsion, genital haemorrhage, vaginal infection, weight fluctuation, headache, fatigue, dyspareunia, dysmenorrhoea, menorrhagia, menstrual disorder, dysgeusia, alopecia and back pain had resolved and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: after having tubes removed in (B)(6) 2014, symptoms got better but only briefly; had to return to provider for hysterectomy (B)(6) 2015, still experiencing mild complication. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95 kgs. On (B)(6) 2014, hysterosalpingogram test showed, left fallopian tube is occluded. Right essure coil is not properly positioned and the right fallopian tube is not occluded. The essure coil on the right malposition. It is not within the fallopian tube. It projects over the uterus and may be posterior or anterior to it. This suggest there may have been perforation with migration. The exact location is not clear. The right fallopian tube is not occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 7-jun-2018: pfs received: new event allergic reaction/im allergic to it was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device / malposition of the essure device"), pelvic pain ("severe pelvic pain / pain"), device expulsion ("one of the essure devices had migrated into her uterus / migration of essure device into endometrial cavity") and genital haemorrhage ("abnormal, heavy bleeding") in a 32-year-old female patient who had essure (batch no. B30427) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: sprintec from 1999 to (B)(6) 2014. Concurrent conditions included abdominal distension, nausea, abdominal distension, vomiting and endometriosis. Concomitant products included oral contraceptive nos for contraception as well as ibuprofen from (B)(6) 2014 to (B)(6) 2015, medroxyprogesterone (depo provera) from (B)(6) 2014 to (B)(6) 2014, oxycocet (percocet) from (B)(6) 2014 to (B)(6) 2015 and sufentanil citrate (sufentanil narco-med) since (B)(6) 2015. In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, weight fluctuation ("weight fluctuations"), headache ("headaches"), menstrual disorder ("abnormal menses"), abdominal pain ("severe abdominal pain / severe, abdominal cramping") and dysgeusia ("metallic taste in her mouth"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses / abnormal bleeding(menorrhagia)/period was heavy") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("severe, abnormal menstruation pain / dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced fatigue ("extreme bouts of fatigue /fatigue"). On (B)(6) 2014, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2014, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced infection ("infection"). In (B)(6) 2015, the patient experienced back pain ("severe back pain"). On (B)(6)2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), urinary tract infection ("several urinary tract infections"), urinary incontinence ("trouble holding her bladder"), ovarian cyst ("ovarian cysts/golf ball sized cyst on the other ovary/cyst in both ovary"), abdominal pain lower ("lower abdomen pain") and hypersensitivity ("allergic reaction/im allergic to it"). The patient was treated with surgery (hysterectomy on (B)(6)2015 and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, urinary tract infection, urinary incontinence, vaginal haemorrhage, bladder disorder, urinary tract disorder, endometriosis, ovarian cyst, infection, weight increased, weight decreased, abdominal pain lower and hypersensitivity outcome was unknown, the pelvic pain, device expulsion, genital haemorrhage, vaginal infection, weight fluctuation, headache, fatigue, dyspareunia, dysmenorrhoea, menorrhagia, menstrual disorder, dysgeusia, alopecia and back pain had resolved and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: after having tubes removed in (B)(6) 2014, symptoms got better but only briefly; had to return to provider for hysterectomy (B)(6) 2015 ,still experiencing mild complication. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95 kgs. On (B)(6) 2014, hysterosalpingogram test showed, left fallopian tube is occluded. Right essure coil is not properly positioned and the right fallopian tube is not occluded. The essure coil on the right malposition. It is not within the fallopian tube. It projects over the uterus and may be posterior or anterior to it. This suggest there may have been perforation with migration. The exact location is not clear. The right fallopian tube is not occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.